Event description:
Customer was admitted to the hospital. At the time of the admission blood glucose readings were in the 200's. Pump was disconnected and the blood glucose readings were rising. The set was changed and use of the pump was attempted for the second time. Blood glucose readings were still running high. Troubleshooting was performed. The insulin was exiting in a very small amount. Device was not dropped, bumped, or exposed to moisture.